Event description:
The user facility reported that during an angiogram, the physician attempted to use a 6fr angio-seal for closure. Upon retracting the angio-seal after connecting the sheath and device, the entire angio-seal device came out of the patient. The physician noted that the arteriotomy access was at a steep angle. Manual pressure was applied to achieve hemostasis. The patient remained stable throughout the procedure, which was ultimately successful. The procedure type was an angiogram, with blood loss less than 250cc. There was no patient injury or need for medical or surgical intervention, and the event occurred intra-operatively. Additional information was provided on 02 may 2025: the device was discarded by the physician, who believed the issue was due to operator error related to the steep access angle. The device did not cause any harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).